Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the diaphragmatic stimulation was from atrial pacing. The right atrial (ra) lead was reprogrammed and remains in use.

Event description:
It was reported that during preparation for a magnetic resonance imaging (MRI) procedure, the MRI access application was used to program the cardiac resynchronization therapy defibrillator (crt-d) to the mode used for MRI procedure, and the patient rate dropped to forty beats per minute (bpm) which is below the crt-d programmed lower rate setting.  The patient was noted to be experiencing diaphragmatic stimulation while the left ventricular (lv) lead is in use.  An attempt was made to use the programmer to set the crt-d to the mode used for MRI procedure and observed that when programmed to pacing in the atrium and ventricle mode, patient rate dropped to forty bpm when programmed to eighty bpm.   It was confirmed that the patient experienced stimulation with atrial paced events. Additionally, when the crt-d was programmed to pacing in the ventricle mode at eighty bpm, the patient rate was fine at eighty bpm. It was indicated that stimulation with atrial paced events and the rate dropping when the crt-d programmed to pacing in the atrium and ventricle mode at eighty bpm, suggest some type of lead issue.  The crt-d and lv lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.